Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a sentinel event involving a fetus in distress delivered with resulting apgar scores of 2@1 minutes, 4@5minutes and 4@10 minutes. Details regarding the outcome of the baby were not provided.

Manufacturer narrative:
The problem was evaluated remotely by the philips response center employee (rce) who contacted the product support engineer and it was found that the problem with the annotations is related to normal product behavior whereby more frequent annotations occur under certain conditions such as short dropouts of a measurement which may occur due to motion artifacts during labor. Part of the fundamental use model for this device is to evaluate the trace for suspicious trace patterns. A trace pattern is the conjunction between the fetal heart rate and the contractions. Some additional annotations would have no influence on the trace pattern. The customer did not have the issue again. Philips cannot determine if a user error was a factor in the fetal distress.

Event description:
The customer reported frequent timestamps were printed on the trace during a sentinel event involving a fetus in distress delivered with resulting apgar scores of 2@1 minutes, 4@5minutes and 4@10 minutes. The baby had a low apgar score. Further details regarding the outcome of the baby were not provided.